Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_,prog, product type programmer, physician. Additional review determined the above device codes are also related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp read the pump and saw that the pump was in an off state. The pump logs show that the pump has been shut off for 1092:15 (h:m). It was reviewed that the event logs show question marks for the date the pump had reached end of service (eos) and when the pump was programmed to the off state. The 1092:15 is an erroneous value and it would not indicate how long the pump had been at eos for. It was reviewed this can occur when the pump has already been programmed to the off state, the 8840 cannot pick up the valid value from the pump memory so it either puts the wrong date or question marks. It was reviewed it was not a pump issue but a software of the 8840. No symptoms were reported. The hcp will observe the patient for a few days before replacing the pump.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 100mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported alarm heard/confirmed by telemetry. A critical alarm was occurring and was due to end of service (eos). It was noted that pump logs were checked, and it was reviewed to consider replacing the pump and consider managing the patient with by other means (oral medication). It was reviewed to follow prompts on the 8840 screen to silence the alarm. Healthcare professional stated they will contact surgeon to schedule pump replacement. Patient experienced increased spasticity. Event date was unknown. It was noted there was difficulties understanding the hcp since the connection was cracking up throughout the call and the hcp was difficult to understand. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.